Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It as reported that the door will not close and is making a popping sound when closing is attempted. There was no patient present when this issue was identified. (B)(6) 2020. (Rep): no new information. (B)(6) 2020 (rep): additional information was received. It was reported that this occurred on a demo truck.